Event description:
It was reported that a young female received an anesthetic for a cystoscopy procedure on 12/1/94. Lidocaine gel was not used on the mask for lubrication during insertion. Following the procedure the pt complained of a slight sore throat. She was discharged that afternoon. The pt reported her sore throat worsened to the point at which she could not swallow. An ent specialist found pharyngeal ulcerations and started the pt on steroids and antibiotics. The pt did not require admission to the hosp. The event was attributed to the use of a chemical or sterilization agent.